Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it has been reported that a x-smart iq length measurement does not work. No injury has been reported.

Manufacturer narrative:
Additional information received stating that the propex iq measurement was ok. The problem was that the contact with the x-smart iq handpiece and the propex iq don't go because the charring socket at the handpiece and also the x-smart iq measurement cable (damaged by costumer) was defective.